Event description:
Home pt reported that the waste handling option back-flowed into the blood tubing set. The set was changed and the wast handling option was not used; no pt involvement. The gambro technical services rep verified a failure of both wast handling option check valves. No secondary machine condition was found.